Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with 1) l4 through s1 previous fusion-instrumentation. 2) l4-l5, l5-51 degenerative disc disease with concordant discography at both of those levels. 3) right leg radiculopathy. 4) l4-l5, l5-s1 right-sided foraminal stenosis. 5) previous l4 through s1 decompression-fusion and underwent the following procedures: 1) l4-ls right-sided transpedicular decompression of neurologic structures through a heavily scarred field. 2) l5-s1 right-sided transpedicular decompression of neurologic structures through a heavily scarred field. 3) l4-l5 posterolateral fusion. 4) l5-51 posterolateral fusion. 5) l4-l5, l5-s1 exploration of fusion. 6) l4 through s1 right-sided removal of instrumentation. 7) l4 through s1 reinsertion of pedicle screw instrumentation. 8) l4-l5 interbody cage placement. 9) l5-s1 interbody cage placement. 10) use of local autograft. 11) use of morselized allograft. 12) use of bone morphologic protein to augment fusion. 13) use of operative microscope. 14) aspiration of right iliac crest for stem cells. As per op-notes,¿ with twist and turn instrumentation and plate scrapers, I did a subtotal discectomy of l4-l5, prepared the endplates. I then aspirated the right iliac crest for a total of 10 cc of stem cells in 2 cc aliquots, mixed this with the allograft and then placed bone morphologic protein wrapped in allograft anteriorly followed by local autograft followed by allograft with stem cells, packed this into the disc space. I then placed a 10 x 26 peek spacer, copious irrigation was performed, and hemostasis was obtained. I then placed 40 milligrams of depo-medrol on gelfoam over the exposed nerve roots.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.